Event description:
It was reported that during testing the pump had a bad air sensor. There was no patient involvement. Evaluation of the returned device revealed the air dete4ctor was not detecting the fluid filled cassette, and the downstream occlusion seal was damaged and cracking.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/cracking. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed high alarm displayed: air in-line detected. Functional testing confirmed the reported issue, and the air detector was found to be faulty. The air detector and dso seal were both replaced, and additional maintenance was performed unrelated to the reportable malfunction.